Event description:
Reporter indicated a pt had developed an infection at the generator site related to recent vns implant surgery. The pt's vns generator and most of the lead were explanted; the patient remains on antibiotics. The pt will be reimplanted as soon as the infection clears. The explanted lead and generator were discarded by the hospital.

Manufacturer narrative:
Review of mfg records confirmed sterility of the lead and generator prior to commercial distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly related to surgery.